Event description:
Air is getting into the syringes causing bubbles in blood sample.

Manufacturer narrative:
Air is getting into the syringes causing bubbles in blood sample would cause the patient to be re-punctured. This would cause for the process to be repeated. Base on the reported information the criteria for reporting an adverse event has been met.

Manufacturer narrative:
Air is getting into the syringes causing bubbles in blood sample would cause the patient to be re-punctured. This would cause for the process to be repeated. Base on the reported information the criteria for reporting an adverse event has been met. Customer stated that they believe the issue is a matter of customer education rather than device malfunction and did not return the product. Further investigation cannot be performed without returned goods and without available inventory. Ra: RMA-20036 ID# r29 identifies risk of air bubble in sample.

Event description:
Air is getting into the syringes causing bubbles in blood sample.